Event description:
It was reported that during a da vinci lobectomy surgical procedure, it was noted that the tip was bent on the small clip applier instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip tips were bent. One of the two tips was bent from midway of the tip. The bent damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments grip tips were broken. The other side of the bent tip was broken from the midway off. The broken piece measured roughly about 0.175 x 0.052. The broken piece did not get returned with the instrument. The broken damage may have been likely due to mishandling/misuse. The instruments pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip tips, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.